Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's mother reported that the patient completed his treatment on the cycler with no alarms. When she removed the set she found fluid leaking inside the cassette door. She was advised to contact the patient's pd nurse. The set was discarded. During follow up, the patient's pd nurse reported that the patient's effluent was clear. He had no signs of infection. He was prescribed one dose of prophylactic antibiotics cefazolin and gentamicin. No adverse event reported at this time.